Manufacturer narrative:
(B)(4). D10 medical devices: vanguard biomet 360 tibial tray 67mm catalog#: 185202 lot#: 66178612. G3 foreign source: china. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the surgeon had difficulties getting the locking bar to seat and mate the tibial insert and tibial tray. A different locking bar was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is confirmed based on product evaluation. The root cause of the reported issue is attributed to no problem found. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.